Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer was not able to clear the alarm. The area at the bottom of buttons was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with unresponsive keypad due to torn keypad overlay. Unable to perform displacement test or self test due to unresponsive keypad. Device received with pillowing keypad overlay and minor scratches on case.